Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. At the start of a clinical procedure, the user reported fire coming from the system generator cabinet. The emergency power off was pressed and the patient was removed immediately. A fire extinguisher was used to put out the fire. The procedure was aborted and there is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a defective varistor within the generator at the t1 transformer, which then affected a second varistor in the row. During the investigation, all available data related to the incident was evaluated. Investigation of the error log and configuration data before the incident and during the incident was conducted. The hardware components were checked for damage and wear and subjected to a visual inspection to identify defects. Further testing to identify the electrical and/or mechanical functionality was conducted using test stand and test run. Due to the investigation findings, the source cannot be clearly identified. It was possible to find abnormalities of the x-ray tube, however, the wear of the x-ray tube in reference to the load unite and the age was within normal conditions. A hospital power supply failure could not be deeper investigated. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.